Event description:
It was reported that a spectrum infusion pump under delivered, did not deliver all of programmed medication during patient infusion. The device programmed for an hour but only have 35 mins worth of medication. The device was serviced by infusystem and therefore, it was not returned to baxter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was serviced by infusystem and therefore, it was not returned to baxter. Should additional relevant information become available, a supplemental report will be submitted.